Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving fentanyl with concentration 900 mcg/ml at a dose rate of 387 mcg/day, hydromorphone with concentration 20 mg/ml at a dose rate of 9.47 mg/day, and bupivacaine with concentration 13 mg/ml at a dose rate of 6.149 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that a critical pump alarm was heard / confirmed by telemetry. The patient reported hearing the three tone pump alarm every 20 minutes starting the night of (B)(6) 2016. The alarm was noted as having occurred for several hours and was still going off. The patient was following up with their physician. The pump logs were checked. The pump event logs confirmed a low battery reset and safe state messages on (B)(6) 2016. Regarding the last session report/update, the elective replacement indicator (eri) was listed as 22 months. The patient experienced increased pain and possible mild withdrawal. The hcp reported that they would follow up with the surgeon to discuss possible pump replacement and return of the device for analysis. The pump was updated to silence the alarms. On 2016-05-11, an hcp reported that the patient¿s medical history included chronic pelvic pain. The patient experienced mild withdrawal. The pump was noted as having administered the following medications as of the following dates: dilaudid (concentration: 20 mg/ml, dose rate: 9.46 mg/day) beginning (B)(6) 2011 and ongoing, fentanyl (concentration: 900 mcg/ml, dose rate 425.9 mcg/day) beginning (B)(6) 2012 and ongoing, and bupivacaine (concentration: 13 mg/ml, dose rate: 6.152 mg/day) beginning (B)(6) 2011 and ongoing. Other medications (oral, etc.) The patient was receiving at the time of the event included oxycodone, soma, restoril, zofran, and lipitor. The pump logs were read and the manufacturer had been contacted. Regarding the cause of the alarm, a low battery despite the programmer showing 22 months month to go was indicated. Regarding resolution of the event, the pump was noted as having been explanted and replaced with new on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.